Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to fracture. Additional information was obtained from field representative revealed that there was no other clinical observations. The lv lead is no longer in service and replaced with a competitor¿s lead. No additional adverse patient effects were reported.